Manufacturer narrative:
Batch review performed on 13 december 2021. Lot 1903493: (B)(4) items manufactured and released on 28-aug-2019. Expiration date: 2024-aug-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary hip surgery, the surgeon observed that a femur fracture had occurred intraoperatively, when implanting the stem, and the cause is unknown. The surgeon used the impactor/inserter dedicated for sms. The surgeon revised the sms solid stem lat size 10 with a quadra-p collared lat. Size 5 and cabled the fracture. The bone quality was excellent, type a fempur. The surgery was completed successfully.